Event description:
Per the clinic, the patient experienced erythema around the implant site and impaired healing. The patient was prescribed doxycyline (method of administration and dates of use not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.